Event description:
Contact lenses placed in newly purchased bottle of multi-purpose solution. Four hours later contact lenses were shrunk and/or ripped; consistency of lenses changed to gelatinous effect. Required replacement of lenses at great expense to "patient".